Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty because he could not pee. The caller stated that the other day she took the patient to the emergency room because he could not pee or poop. The caller reported that the patient needed a catheter and was impacted. The caller stated that the patient was in so much pain at both ends. The caller stated that stimulation was on and on p2 at 1.0v. The patient felt stimulation in the correct area, the bicycle seat area. The caller changed the stimulation to p2 2.0v. The caller/patient were redirected to their healthcare provider (hcp) if the problem did not resolve. The caller noted that the patient dribbles pee. No further complications were anticipated/reported.